Event description:
It was reported that, "during the tha, the surgeon could not screw the trident psl ha cluster with the cup impactor. Therefore, he used a spare cup instead of it."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.